Event description:
It was reported that the device was used during a gastroplasty. It was reported that after firing there were no staples. Another device was used to complete the case. There was no consequence to the pt.